Manufacturer narrative:
H10: the affected part was returned to manufacturer's site for a detailed investigation. The investigator could reproduce the reported issue. In order to solve the issue, micro-bridge mass flow sensor, controller and cables harness for airchannel were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on investigation results of silimar complaints, a deviation in the components replaced cannot be excluded. In detail, sensors drift could have led to inaccurate flow measurement readings.

Event description:
See initial report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during priming.

Manufacturer narrative:
Livanova deutschland manufactures the s5 gas blender system. The incident occurred in heidelberg, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.